Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a no delivery alarm that occurred 2-3 weeks ago during a dinner bolus. Customer reported that he was unable to troubleshoot because it was a past event. Customer went into the bolus history to see how much insulin was delivered. Customer then re-did the bolus for the remaining amount and the issue was resolved. Customer did not get any other delivery alerts. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back when issues occur in order to troubleshoot. Customer stated that he had maybe 3 no delivery alarms since using the pump, so it does not happen very often. No further assistance needed.